Event description:
A falsely elevated troponin I result was obtained on a pt sample. The result was not reported to the physician. The sample was repeated on an alternate analyzer and a negative results was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was slipping hm wash pump due to lack of monthly maintenance by the operator. Maintenance was performed by the customer. The instrument is performing within specifications. No further eval of the device is required.